Event description:
As reported, leakage from a-rubber (insertion section) was observed. There is no patient involvement on this event. No harm or injury reported. Device inspection found foreign material on forceps elevator. This report is being reported for foreign material found on forceps elevator.

Manufacturer narrative:
Device inspection and evaluation found adhesive on a-rubber has scratch and has discoloration. Due to a scratch on a-rubber, water tightness is lost. The reported leakage issue could be confirmed. Furthermore, the forceps elevator was found with foreign material. In addition, the following findings during device evaluation were noted below: connecting tube has a scratch, switch box and (switch) sw1 has a scratch. S-cylinder is shaved. U/d knob is dirty, - r/l knob is dirty. S-cover has a scratch and discoloration. Universal cord has coating peeling. Protector of universal cord on control section side has a scratch. Lg-cover glass has a dent. Due to wear of angle wire, bending angle in down&right directions does not meet the standard value. Because s-cylinder is shaved, suction volume does not meet the standard value. Due to a scratch on a-rubber, insulation resistance value at distal end does not meet the standard value. C-cover has a dent, dirty. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct device available for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the customer name and contact number (reporter).